Event description:
During a routine follow up, the physician observed 4 aborted charges as well as noise on the electrograms. The leads were tested and the problem could not be isolated to either the lead or the device. The entire system was explanted.